Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, d10, g4, g7, h2, h3, h6, h10. The device history record (DHR) for 00515047501, could not be performed as a lot number was not provided for the reported event. Therefore the manufacturing date cannot be determined. On (B)(6) 2019, it was reported from (B)(6) center that during the surgery, this product didn't work as normally. On 19 march 2019, a returned product investigation was performed on the 00515047501. The physical evaluation revealed that the device was returned without batteries, and corrosion on the battery terminals. The results of the returned product investigation could not confirm the reported event as the product was returned without batteries. The returned product investigation could not confirm that the unit was not working properly as the unit was returned without batteries. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information was received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product didn't work as normally. There was some corrosion in the battery pack from the batteries leaking. Therefore, the surgeon used an alternative same product to complete the surgery. No adverse events were reported as a result of this malfunction.